Event description:
The user facility reported that the patient had fever, signs of sepsis and suspected gastrointestinal bleeding (gi bleed). After showing some signs of sepsis, including fever, the patient was administered antibiotics. The antibiotics resolved the fever. Additionally, the patient experienced a drop in hemoglobin and platelets with no major signs of blood loss from all indwelling sites. As a result, a gastrointestinal bleed was suspected and the patient was administered one unit of blood. The patient survived the procedure.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. No product was returned for investigation. Sepsis: the root cause of the sepsis was unable to be determined due to insufficient clinical details. Major bleed: the root cause of the injury was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all the post sterile inspection checks.